Manufacturer narrative:
Other, other text: additional information: b3 (event date) and h6 (patient code). Additional information received by smiths medical on 29-oct-2020 via email that there was no patient involvement and event date of (B)(6) 2020 added.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the motor on a smiths medical medfusion pump was not running. No adverse patient effects were reported.